Manufacturer narrative:
Result: the pinched tubing was reattached to correct the reported problem.

Event description:
It was reported that the ventilator had extremely high monitored peep (mid 50's) and pip readings with an audible alarm while connected to a pt. The pt was immediately removed from the ventilator and manually ventilated. No pt harm reported.